Manufacturer narrative:
(B)(4). Batch # n53h0z. The analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the issue with firing that the doughnut was incomplete? Yes, only one doughnut was complete. If no, please provide additional detail as to what the issue was with the firing. What confirmation was received that the device was fully fired? Surgeon¿s confirmation did the device staple? Not completely. Were there any staples missing from the staple line? Unknown. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown. Was a leak test performed? Yes. If yes, was a leak confirmed? Yes. Did the post-operative care change based on the extended or time? Yes, patient was brought back for necessary additional surgical procedure due to further leaks days later. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green range was the device fired? Was there audible and tactile feedback? Were the washers inspected? If so, please describe. How was the leak diagnosed and how was it addressed? What is the current patient status?

Event description:
It was reported that during a low anterior resection procedure, there was an issue with firing. The device was fired by the consultant who has been there for over ten years; one doughnut was incomplete. The anastomoses had to be over sewn. The device was cleaned and surgery was delayed by thirty minutes to one hour.